Event description:
Review of service data detected a reportable event. During servicing, charger/modem (B)(4) would not power on. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. As received, the charger/modem would not power on. The cause for the inability to recognize a battery pak was a corrupted u13 (8-bit cmos flash micro-controller) component. The root cause of the corrupted u13 component cannot be positively identified. No adverse event resulted from the corrupted u13 component. The last patient to use this charger/modem did not report any deficiencies.